Event description:
It was reported that there was a loss of therapy. It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that interventions included ¿subject turned device back on.¿ it was noted that the implantable neurostimulator (ins) turned off and there was a loss of stimulation and return of symptoms. It was noted that the subject walked through airport security gates and later noticed that the device was shut off when symptoms returned.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v650984, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).